Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Data was evaluated and the allegation was confirmed as a signal loss over an hour. The probable cause was the patient closed the mobile app. The reported event of a signal is reportable based on the finding of a closed mobile app. No injury or medical intervention was reported.